Event description:
Describe event, problem, or product use error: patient reported she was calling the doctor's office this morning, as she had noticed her port site was itchy and pink when she was re-accessing herself. She stated she called (B)(6) and they told her to go to emergency room. She went to (B)(6) ER, and was admitted to the hospital for further evaluation. She reports they drew blood cultures and she is scheduled for a CT scan.